Manufacturer narrative:
Device evaluation summary: two still images received for analysis. The first image depicts the distal ends of two endurant ii delivery systems. The graft cover appears to be fully advanced, and a gap is evident between the stent stop and stent graft on both devices. The second image depicts the distal end of an endurant ii delivery system. The graft cover appears partially retracted exposing the distal stent struts and a gap is evident between the stent graft and stent stop. Film evaluation summary: the reported deployment difficulties could not be confirmed based on the single still image provided; therefore, the cause of the event cannot be determined. Procedural angiography demonstrating the insertion of the endurant limb delivery system and deployment attempts was not available for assessment of the reported deployment issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft etlw1610c156ee (B)(6) was intended to be implanted to treat a type ib endoleak in an existing non-medtronic stent graft. It was reported during the index procedure when attempting to advance etlw1610c156ee to the flow divider of the existing stent that was already in place, by turning the blue handle counterclockwise, the nose of the prosthesis advanced upwards, but the prosthesis was not removed and the graft was unable to be deployed. A new stent graft was opened and deployed successfully. No patient complications were reported. The cause was undetermined. No additional clinical sequelae were reported and the patient is fine.